Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to a pocket infection. Reportedly, the patient felt pain on the pocket site, and a liquid was detected. Furthermore, a culture was then performed at the hospital. There was no additional adverse patient effects were reported. This s-ICD was explanted.